Event description:
It was reported that this right atrial (ra) lead exhibited noise and under-sensing. (B)(6) technical services (ts) was consulted and recommended further evaluation. No additional adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).